Event description:
Related manufacturer reference number: 2017865-2022-01990. It was reported that the patient presented in the emergency room with inappropriate shocks. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) was exhibiting incorrect interpretation of an atrial tachycardia event, and the right ventricular (rv) lead high capture threshold. The ICD was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2022. The patient was stable.